Event description:
Crew reported that the ez-io drill failed multiple times during a cardiac arrest while attempting tibial io placement. The first attempt was reported that proper procedure was followed per the manufacturer guidelines and the drill began to "bogg down" while placing the io in the bone. The second attempt reported the same that once the end of the needle was touching the bone, the drill would not function. Attempt was abandoned and an IV was placed, causing an approx. 3-4 min delay in vascular access. The ez-io driver has a green light when squeezing the trigger, indicating that the battery is still good. Following the call I attempted to replicate the issue utilizing the ez-io driver withe training bones and was unable to do so.